Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. The customer notified the fse of loud grinding noise coming from sorter. Fse confirmed the reported error in the error log, also noted error "4031 sorter x-axis home detection failure" had also occurred. Fse was able to reproduce the errors by performing an all set home. Fse resolved the complaint by replacing the pib and pip board for x and z axis. Fse successfully ran qc without any error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4 - error messages, states the following sorter cup pickup failure cause: the cup hold sensor (pressure switch) failed to detect a cup during the cup pickup operation. If the problem persists when the operation is retried, the measurement result will be flagged (mf flag). Solution: ensure that the top face of the test cup is not dirty and that the seal is not deformed. If this error occurs frequently, contact tosoh service center or local representatives. Sorter x-axis home detection failure cause: the home sensor failed to activate after the sorter x-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Sorter z-axis home detection failure cause: the home sensor failed to activate after the sorter z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty pib and pip board.

Event description:
A customer reported getting error 2204 "sorter cup pickup failure" on the aia-2000 instrument. The customer stated the sorter arm was not moving and the sorter drawer gives an error message "4051 sorter z-axis home detection failure" when attempting to open the drawer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.